Event description:
It was reported that when using the bd pyxis¿ es server, the single patient status was not updated on the server. Customer reported the adt for patient status in pyxis server does not match with epic and patient status in pyxis server was pre-admitted but in epic was admitted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a single patient status was not updated in the server. The technical support specialist (tss) referred the knowledge article "patient missing on a bd pyxis medstation es" and identified that the patient was discharged. Tss requested the active directory system to send an admit or register message for the patient, that is send an a01 or a04 message, as these two message types would change the patient status. Customer stated that they found a01 message for the patient and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.